Manufacturer narrative:
Section b5: additional information received per an amended patient profile form (ppf) states that approximately nine years and six months post implantation of the filter, the patient experienced pulmonary embolism. As reported, the patient had implant of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes pulmonary embolism (pe) and acute deep vein thrombosis (dvt) involving the right superficial femoral vein proximally extending into the mid right superficial femoral vein. The trapease filter was deployed into the ivc in the infrarenal position at the level of l1-l2, utilizing fluoroscopic guidance. Repeat venography demonstrated the trapease to be in the infrarenal position. The patient tolerated the procedure well without complications. Per the patient profile from (ppf), the patient reports pulmonary embolism, the filter is fractured, tilted, and has perforated the aortic wall. The patient also reports psychological injuries or mental anguish related to the filter. A CT scan done, approximately ten years and six months post implant, revealed the top of the filter lies just below the renal vein origins. The top apex of the filter is seen abutting the left lateral ivc wall although otherwise there is no tilt evident. The 6 prongs at level of the mid aspect of the filter extends approximately 1mm beyond the wall symmetrically. There is a slightly displaced break in the prong at the level of 2:30 o¿clock position with a small fragment displaced into the lumen along the left posterolateral margin of the ivc. An additional portion of this broken prong extends perpendicular and lateral to the left aspect of the ivc wall, with this segment measuring approximately 3 mm, and the tip abutting the right lateral border of the aorta. The CT scan also reports suspected cirrhotic liver with some fatty infiltration, spleen prominent in size, 1mm non-obstructing stone in right kidney, and abdominal wall fat-containing hernias. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number and lot number is not known. The exact event date is not known. It was reported that a patient underwent a placement of a trapease inferior vena cava filter. The information provided indicated that the filter subsequently tilted, fractured and perforated the inferior vena cava (ivc) and the aorta. The patient also reports to have experienced mental anguish related to the filter. The indication for the filter implant was pulmonary embolism, possibly chronic, and acute deep vein thrombosis of the right superficial femoral vein proximally extending into the mid right superficial femoral vein. The filter was placed via the right internal jugular vein and deployed in the infrarenal position under fluoroscopic guidance. The patient reportedly tolerated the procedure well with no complications. Approximately ten years and six months post implant, the patient underwent a computed tomography (CT) scan of the abdomen for evaluation of the filter. The scan showed the top of the filter lying just below the origin of the renal veins, with the apex of the filter seen abutting the left lateral ivc wall, otherwise there is no tilt evident. Six prongs, at the mid-level aspect of the filter extend approximately 1mm beyond the wall. There is a slightly displaced break in the prong with a small fragment displaced into the lumen along the left posterolateral margin of the ivc. An additional portion of this broken prong extends perpendicular and lateral to the left aspect of the ivc wall, with this segment measuring approximately 3 mm, and the tip abutting the right lateral border of the aorta. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, perforation and fracture could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. It is unknown if the tilt contributed to the reported perforation. Perforation of the aorta was not noted in the CT scan report. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the plaintiff underwent a surgical procedure to implant a trapease filter for the treatment of pulmonary embolism. The device that was implanted into the patient¿s infrarenal ivc at the ll-l2 level. The patient is still implanted with the device, which is known to be dangerous and cause serious side effects. As the result of the trapease filter installation, the patient suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside her body. The following additional information received per the medical records indicate that the patient had a history of pulmonary embolism (pe) and acute deep vein thrombosis (dvt) involving the right superficial femoral vein proximally extending into the mid right superficial femoral vein. During implantation of the filter via right internal jugular vein, the trapease filter was deposited into the ivc in the infrarenal position utilizing fluoroscopic guidance. Repeat venography demonstrated the trapease to be in the infrarenal position. The patient tolerated the procedure well without complications. Approximately ten years and six months post implantation of the filter, the patient underwent a CT scan of the abdomen that showed the top of the filter lies just below the renal vein origins. The top apex of the filter is seen abutting the left lateral ivc wall although otherwise there is no tilt evident. The 6 prongs at level of the mid aspect of the filter extends approximately 1mm beyond the wall symmetrically. There is a slightly displaced break in the prong at the level of 2:30 o¿clock position with a small fragment displaced into the lumen along the left posterolateral margin of the ivc. An additional portion of this broken prong extends perpendicular and lateral to the left aspect of the ivc wall, with this segment measuring approximately 3 mm, and the tip abutting the right lateral border of the aorta. The CT scan also reports suspected cirrhotic liver with some fatty infiltration, spleen prominent in size, 1mm non-obstructing stone in right kidney, and abdominal wall fat-containing hernias. According to the information received in the patient profile from (ppf), approximately sometime post implantation of the ivc filter the patient became aware of the alleged events and reports that the filter is fractured, tilted, and to have aortic wall perforation. The patient also states to be suffering from bodily injuries including psychological injuries or mental anguish related to the filter.